Manufacturer narrative:
Concomitant medical products: dtmc1d1 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient may have been inappropriately shocked by the cardiac resynchronization therapy defibrillator (crt-d) for an atrial arrhythmia with concurrent fast ventricular tachycardia. Right ventricular (rv) lead oversensing and short ventricular intervals were also noted up on device interrogation. The patient had reportedly been syncopal during the time of these events. The crt-d and rv lead remain in use. No further patient complications have been reported as a result of this event.